Event description:
A 20 g 2.25 inch accucath PICC introduction . After confirmation via ultrasound that the vessel was accessed appropriately, the wire was passed through the vessel without difficulty. The needle retractor button was pushed, the needle did not retract. The catheter, wire, and needle were stuck in the patient's arm. A physician was able to forcibly pull the entire catheter and wire out. The catheter and wire were shredded. The vessel was again examined via ultrasound and was appropriate. No bleeding or interventions were needed after the catheter was removed.